Event description:
The customer stated that her blood glucose readings were lower than usual. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer was able to reset the meter to mg/dl with assitance. The customer did not adjust food or medication. No adverse event was alleged. The meter is to be returned for evaluation, and a replacement meter will be sent.